Event description:
It was reported that the 9800 system had error message during a case. Also the footswitch intermittently will not work. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The high voltage cable was regreased and the footswitch was replaced during the service call. The system was tested and found to be working as intended and put back into service.